Event description:
Caller reported that the ibc dropped 80% in a short period of time, but the issue did not lead to an unexpected shutdown, and it was related to pump software version 7.4 prior to x.6. There was no adverse impact to the customer's blood glucose level. Cts provided education on battery jumps and informed the caller about a software update from tandem that resolves this issue, guiding them on updating pump software and resolving the problem until the update can be completed. The caller understood and acknowledged the information provided.